Event description:
Three incidents in a little over a week occurred with each of the products. There was no serious injury or impairment, however the products did break, two in the nasal cavity. All parts were retrievable in the three cases, but durability of the products is in question. The MFR is refunding the costs of the equipment, however nothing is being used by this MFR at this time.